Event description:
During insertion procedure of the dual lumen PICC (peripherally inserted central catheter) line, the product broke off at or below skin level and required transfer to a higher level of care at another hosp and surgery.